Manufacturer narrative:
Medical device manufacturer is OEM htl, listed as (B)(4). Initial reporter phone number: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that when the bd sentry¿ safety lancets were received, one had an open "lid"